Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a biliopancreatic diversion procedure the active blade broke up. The procedure was completed using another device. No patient consequences reported. Device will be discarded.